Event description:
It was reported that the patient felt unwell approximately five days post implant of an implantable pulse generator (ipg) system. It was reported that the patient was concerned that they "pulled a wire". The ipg and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.